Event description:
Device malfunction: suture break (device #1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure using a perclose device in a unspecified vessel after an unspecified procedure. Reportedly, a suture break occured. The device was removed and a second proglide was used with the same results. The device was removed and hemostasis was achieved using a third proglide device. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device #2 - proglide (lot #71029-6h), is being filed under a separate medwatch report.